Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that sterile processing found a spine clamp where the screw is stripped. There was no patient present when this issue was observed.